Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The end of the wire was cut enable to remove the scope from the patient, and the clip was pulled off from the tissue during removal. It was reported that the physician examined the site visually after the clip was pulled off and x-ray was ordered. There were no patient complications reported as a result of this event.